Event description:
It was reported that a patient¿s generator appeared to change settings on its own during a dosing appointment. The generator was interrogated and programmed to 0.25ma output current and then they attempted to change the settings, and it was at that time the generator was found to be at 0.00ma on all the parameters. Programmer data was received and a decoder spreadsheet was created. Review of the decoder spreadsheet revealed that on (B)(6) 2017, as reported, the patient¿s ipg was programmed on at 9:29am to intended settings . At 9:31:15am, an interrogation was performed and it appeared that the ipg was functioning normally as intended. However, during a programming operation at 9:31:38am, twenty three seconds following the prior interrogation, the data received by the programmer indicated that the ipg had been pulse disabled with a reset code of ¿random value¿. After this, a diagnostics was performed at 9:32:38 and revealed normal device functioning per the decoder. Another programming, interrogation, and diagnostics was performed following this, all of which again reported normal values. Based on the information received thus far, the information available indicates that the ipg was not actually pulse disabled, but the programmer simply received information indicating that state. Therefore, it is likely that the patient was still receiving therapy throughout this event. No additional relevant information has been received to date.